Event description:
This report is being submitted as follow-up #1 for mfg. Report #3004672932-2015-00006 to provide the evaluation of the complaint as well as to provide the age of the device at the time of use, the manufactured date, and the expiration date.

Event description:
The user facility reported that a solopath device was used in an event where the patient ultimately expired. Follow up communication with the user facility reported the following information: (1) thoracic stent grafts were placed in the patient and the sheath removed with no issue; (2) prior to closure, the patient experienced ventricular tachycardia; and (3) the patient ultimately expired.

Manufacturer narrative:
A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was submitted. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
The actual device is not available to be returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product/lot number combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot number combination. Although the exact cause of this report cannot be determined based on the available information, there is no evidence that this event was related to a device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.